Manufacturer narrative:
It has been learned that this event was previously reported under manufacturing report number 2015691-2012-17562. Therefore, this report is a duplicate. Going forward, all information related to this event will be reported under 2015691-2012-17562.

Event description:
Per report, post transfemoral deployment of a 26mm sapien valve, it was noted on echo moderate to severe perivalvular leak (pvl) and central aortic insufficiency (cai). A second 26 sapien valve was deployed higher with minimal change in the pvl and trace cai. Transesophageal echocardiogram (tee) measured the patient's aortic annulus at 24.5mm, sino-tubular junction (stj) 28.4mm, sinus of valsalva (sov) 35.6mm, and mild to mod septal bulge. The temporary pacemaker and pigtail were inserted and coplanar view achieved. Balloon aortic valvuloplasty (bav) performed with 23mm x 4cm non-edwards' balloon to dilate the aortic annulus under rapid ventricular pacing (rvp). The sapien 26mm was prepped. Sapien thv delivered to the aortic valve annulus and deployed 50/50 under rvp. Post deployment, there was mod/severe pvl and cai by tee. Systolic pressures 50mmhg. 1cc added to atrion and post dilated the sapien valve. Pressures managed by anesthesia, CPR administered to circulate meds. Decision to deploy second 26mm sapien to improve severe ar. Sapien valve was prepped, delivered and deployed 60/40 aortic 1mm aortic to first sapien. Echo showed minimal change to pvl and trace cai improvement. The patient's pressures improved to 130 over 45. Pacemaker and pigtail removed. A 26f sheath removed and the patient left common femoral artery was surgically closed with no complications. Before leaving the room the patient was in sinus bradycardia and the decision to re-insert a temporary pacemaker was made. Patient left the room stable. Permanent pacemaker was inserted on the following day.

Manufacturer narrative:
Investigation is ongoing.